Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead failed to capture and sense. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.